Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. The physician of the patient determined the peg tube was normal and free from issues if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient had three episodes of bleeding from the percutaneous endoscopic gastrostomy (peg) stoma site on (B)(6) 2016. On 27 jul 2016, the patient was hospitalized due to bleeding. The haemoglobin(hb) was 6.9 g/dl and blood transfusion was done. According to the physician, the peg tube was normal and free from issues. The patient underwent endoscopy and colonoscopy and nothing abnormal was detected.